Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image produced with 180 series scopes without an error code present was caused by failure of the printed-circuit board. The cause of the faulty pc board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present during testing with 180 series scopes due to a faulty printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation, his olympus evis exera iii video system center was not producing an image with 180 series scopes without an error code present. According to the initial reporter, the intended procedure was rescheduled for the next day with another unit.